Event description:
It has been reported by the distributor that the device has broken during the surgery.

Event description:
It has been reported by the distributor that the device has broken during the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. Device evaluation not performed as the product was not returned for inspection. Medical records received and evaluation not performed because no patient information was provided. In addition, patient factors did not contribute to the reported event. A device history review not performed as no lot ID was provided for review. The exact root cause cannot be determined at this time as further information is needed.